Event description:
It was reported that an expired implant was implanted in the patient. Update nov 14/11 - patient was revised.

Manufacturer narrative:
Please note corrections to h6 device code. The reported event could be confirmed based on the information provided and based on the inspection performed on the documentation of the lot number communicated. The inspection of manufacturing documents confirmed that the sterility of the device had already expired when the implantation was performed. Based on investigation, the root cause was attributed to a user related issue. Hcp failed to properly inspect the device's sterility expiry date prior to the implantation. As a reminder, the instructions for use clearly state: the packaging of all sterile products should be inspected before opening. In the presence of flaws, if the packaging was unintentionally opened before use or expiration of shelf life, the product must be assumed non-sterile. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides. As stated by medical experts: in case of the expiration of shelf-life stryker cannot guarantee the performance and safety for use. Re-sterilization is only possible for those devices where stryker explicitly describes a re-sterilization process it in the IFU. The risk of infection will increase with the time passed after the expiry date which is printed on the packaging. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that an expired implant was implanted in the patient. Update nov 14/11 - patient was revised.